Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in two occasions. The first hospitalization was not diabetes related but because he had a gall bladder infection. The second hospitalization was due to his low blood glucose level of 37 mg/dl. The customer lost 50 pounds from the first hospitalization and his insulin pump settings were not adjusted to his new weight, causing the low blood glucose level. He also tried to upload information from his insulin pump and he could not get it to work. The product was not returned. Nothing further to report.